Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 7, 2017. Upon further investigation of the reported event, the following information is new and/or changed: all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The returned samples were visually inspected for any anomalies; the white luer caps, sparger assemblies and buffer solution were not present upon receipt. Dried blood was seen in the returned sample. No other visual anomalies were noted. The returned sample was leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1003 mmhg, and no leaks were noted. A retention sample of the same product code and lot number combination was leak tested. The retention sample was leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1003 mmhg, and no leaks were noted. The root cause for this event was determined as the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a leakage during use of the shunt sensor. There was a blood loss of 2cc. Product was changed out. Procedure was completed successfully.